Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. There was no adverse impact to the customer's blood glucose level. A new cartridge was eventually loaded successfully to resolve the issue.